Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hal software error detected. The customer¿s blood glucose level was 175 mg/dl at the time of the incident. Customer was able to successfully clear the alarm but not able to rewind the insulin pump. The customer also state that they were able to passed the self test. The insulin pump will not be returned for analysis.